Event description:
The complainant reported that the physician was preparing to place a j-tube enteral feeding device in a pt (age and gender unknown) during a therapeutic procedure. During this preparation, the j-tube enteral feeding device detached from the flexima hub when the physician attempted to insert the guidewire into the tube while it was still outside the pt. A replacement j-tube enteral feeding device was placed in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.